Manufacturer narrative:
An event of patient-device incompatibility related tissue damage and improper or incorrect procedure or method was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the reported patient-device incompatibility related tissue damage during implant could not be determined. The reported improper or incorrect procedure or method appears to be related to user as the user did not replaced for a new device and new delivery system. The reported patient effects of pericardial effusion lead to cardiac tamponade, perforation, dyspnea, shock, and hemorrhage could not be determined. The reported hospitalization, surgical intervention, and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note that per the instruction for use, amplatzer¿ amulet¿ left atrial appendage occluder,, states "warnings: if the device is retracted farther than the radiopaque markers (fully recaptured), the device and the sheath must both be removed and replaced. Failure to replace both the device and the sheath may result in sheath and/or device malfunction."

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 03 october 2024, a 20mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. Patient was on eliquis prior to procedure. The patient was in normal sinus rhythm. The laa landing zone was measured between 12mm and 18mm. The transseptal puncture was interior/mid. Initially, 8,000 units of heparin was administered, the activated clotting time (act) level was 262 seconds, and another 2,000 units of heparin was administered. Upon gaining entry into the laa with the pigtail catheter, the left atrial pressure was 6mmhg. A bolus of 500ml saline fluid was administered. The device was prepared and inserted into the catheter, at which time the catheter fell out of the appendage and appeared to hit the mitral valve. The catheter was pulled back counterclockwise, and the attempt was made to reenter the appendage in ball formation but was unsuccessful. The device was pulled out, the pigtail was reinserted, and the attempt was again made to gain entry into the appendage with the catheter. The catheter was advanced to the back of the appendage. The pigtail was pulled out of the appendage. The catheter was too far into the appendage, so the decision was made to pull back on the catheter to the proximal side of the appendage. The device was reprepped, reinserted into the catheter, and pushed into position. The device was unsheathed to ball formation, and the device was deployed into the lobe. The disc of the device was assessed for closure in all four angles (0 degrees, 45 degrees, 90 degrees, and 135 degrees). The device met close criteria, and the device was detached from the delivery cable. Contrast showed no flow around the device. No pericardial effusion was seen. The patient was stable. Post procedure, the patient began having breathing problems. The patient had a full code and cardiopulmonary resuscitation (CPR) was started. A pericardial effusion and cardiac tamponade were noted, and the largest dimension of the effusion was 22.6mm. The pericardial effusion was circumferential. A pericardiocentesis was performed, and 1000 ml were drained at bedside. A pulse was palpated. The patient was transported to surgery for an open thoracic surgery. The patient coded on the table again before the chest was opened. CPR was performed while the patient was being prepped for surgery. Protamine was administered. The patient was in acute hemorrhagic and cardiogenic shock. During surgery, a large volume of blood was removed from the pericardium. There appeared to be an area of possible injury at the superior vena cava junction with the pericardium, which was sewn with a pledgeted suture. There appeared to be a small injury at the base of the laa at the level of the heart atrium itselft, which was repaired with a pledgeted 4-0 prolene suture. The chest was washed out again, and there was no evidence of ongoing bleeding. Repair site appeared hemostatic. Both pleural cavities were opened, and the chest was irrigated and aspirated. A right femoral central venous catheter was placed for transvenous blood product and fluid administration. The chest was closed. The patient was hemodynamically stable. The patient was transported to the intensive care unit in stable but guarded condition. The patient was later discharged. The user believed that the device's distal end screw on the lobe caused the pericardial effusion.